Manufacturer narrative:
Manufacturer's investigation conclusion: the root cause of the reported pump stops was confirmed during the evaluation of the replaced driveline section. The returned section of the driveline measured approximately 17.5¿ and had been taped at the controller connector and the terminus of the connector bend relief. Removal of the tape found that the bend relief was completely separated from the connector. The silicone jacket was also torn at the bend relief terminus. The braided shield showed breakdown along the entire length of the cable, with the most significant wear at connector and bend relief terminus. Visual inspection of the wires found breaches in the black, brown, and green wires adjacent to the connector. The majority of the conductors of all three wires were fractured and the exposed conductors of the black and green wires were nearly in direct contact. If the exposed conductors of the green wire made direct contact with the exposed black or brown conductors, or simultaneous contact with the braided shield, the resulting phase-to-phase short would have resulted in the pump stop events captured in the system controller log file. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. Review of the submitted log files also confirmed that the system had been operating solely on external batteries for several months. The patient handbook warns to always connect to the mobile power unit when sleeping or when there is a chance of sleep. If you are sleeping you may not hear the system controller alarms. The patient handbook also contains a section on sleeping, which include a pre-sleep checklist. Heartmate ii lvas contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. Heartmate ii lvas IFU contains sections entitled ¿unique treatment issues¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2020-01825. It was reported that the patient changed their controller due to alarms. A low flow alarm arose and their rpm went to 0. When their speed rose back up, the patient presented to the hospital and was reported to be doing well. These alarms occurred when the patient was on batteries and no further alarms have occurred. There were many tears on the patient's driveline, including one where the driveline connects to the controller. Upon log file review, it was revealed that the patient had multiple low speed, low flow, and pump stop alarms while on battery power. This was indicative of a phase to phase short (multiple wire fracture). Due to the observed shield deterioration near the connector end bend relief area, technical services came onsite for an external driveline repair. The percutaneous lead was successfully replaced and no issues were noted after the patient was back on the grounded patient cable. The patient has been discharged home.